Event description:
According to the report, the surgeon reoperated on a patient one year after bioglue was applied to the aortic root because he had developed a sterile abscess under the bioglue.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, bioglue was utilized in an aortic root replacement using a bovine biological valve and dacron prosthesis. Approximately one year following the surgery, chest CT scan prompted reoperation. Upon reoperation, inflammatory abscess was found around the surgical prosthesis. Microbiological studies were performed on the abscess material and failed to grow any microorganisms. A sterile abscess can form secondary to an inflammatory response to foreign body materials at a site exposed to these materials at the time of surgery, such as non-absorbable suture material, graft material, and surgical sealant/hemostat. Given the materials utilized in this surgery, the formation of a sterile abscess reported in this event is not an unanticipated reaction. Additionally, the bioglue instructions for use state that "exposure to bioglue may cause a hypersensitivity reaction such as swelling or edema at the application site." However, no definitive conclusions can be made with the available information to determine if bioglue contributed to this reported event.